Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is unable to analyze the 12 lead ECG after it is acquired. There was no reported adverse patient impact.